Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. No non-conformities were identified or reported during the inspection of the device. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the left femoral artery. The vasculature was 5.4 x 6.7mm with posterior calcification, deployment depth measured at 3 + 1. Hemostasis was achieved; however, a post-angiogram indicated the manta anchor positioned outside the vessel and extravasation present. The surgeon performed a cut-down which revealed a dissection, and extricated pieces of plaque from the access. The surgeon noted the dissection looked more like a traditional catheter dissection and not trauma to the arteriotomy caused by the manta anchor pulling out. This procedure was originally scheduled to be subclavian accessed, however, the physician decided to access the left femoral artery just prior to the procedure stating the arteries were not in great shape and sometimes vessels dissect. The root cause of the tract deployment is due to a dissection. Dissections are a common large bore procedural complication; and in this investigation is the cause of the extravasation present and the root cause of the tract deployment. The IFU was reviewed and confirmed to list the following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician used manta, and there was a vessel dissection requiring surgical intervention. Physician mentioned the anchor was on the outside of the vessel indicating that it was a possible tract deployment. There were at least two pieces of plaque removed from the vessel. The specimens appeared to be approximately 1cm x .5cm. Physician stated, couldn't be sure if the anchor ever made it into the vessel. Physician stated it was possible it could have come out during the initial cut down, but also that it didn't look as though there was any trauma to the arteriotomy caused by the anchor being pulled out. Physician stated that the dissection looked more like a traditional catheter dissention. Physician also stated that the arteries were not in great shape and that sometimes vessels dissect. It is also worth noting that it looked like initial hemostasis was achieved, but a post angio reveled extravasation / blushing.